Event description:
A 20- minute procedural delay was reported during a procedure due to the kinking of the versacross steerable sheath while trying to insert the catheter into the patient's groin. The procedure was able to continue after a new versacross steerable sheath was opened and used. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the resulting procedural delay that occurred.

Manufacturer narrative:
While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.